Event description:
A facility reported that the touchpad of the cusa clarity console (c7000) could no longer be used during surgery, so there was extended surgery time of 30 minutes. No patient injury or death has been alleged.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the cusa clarity console (c7000) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation was unable to conclusively verify customer information as valid. The cusa console was put to run; updated the system, and the screen worked without issue. Root cause - the root cause was confirmed as no fault found. The device was found to meet specification. As a corrective action recommend training customers in troubleshooting issues per device instructions for use (IFU). No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the touchpad of the cusa clarity console (c7000) could no longer be used during surgery, so there was extended surgery time of 30 minutes. No patient injury or death has been alleged.